Manufacturer narrative:
Correction to g3: date received by mfg from 08mar2024 to 01feb2024.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. When the pod was removed, the patient noted the skin on the abdomen was swollen, irritated and warm. The patient was taken to the emergency room (ER) and was diagnosed with cellulitis. The infection was treated with ichtholan 20% and a bandage was applied over the infected site. The patient was released from the ER after approximately three hours. The patient's blood glucose levels rose up to 250 mg/dl and a new pod was applied for continued insulin therapy.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The exposed portion of the soft cannula was observed to be kinked. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The kink in the soft cannula did not contribute toward the reported symptom code.